Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the electrodes for sodium, potassium and chloride, the buffer syringe and tubing of the ise to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).